Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the cardiohelp gives positive pressures when they are usually negative. The failure occurred prior to use during priming. Another cardiohelp was used instead of this cardiohelp. No delay in treatment and no harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required.a getinge field service technician (fst) was sent for investigation. No failure was found and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Thus, no exact root cause could be identified.however, according to the risk file of the cardiohelp the following root causes can lead to the reported failure: - wrong plugged external pressure sensor or disconnection (mix up)-disturbed (emi) pressure sensor - rf system - response time is too long - too high / low atmospheric pressure.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2018-08-03.the review of the non-conformities has been performed on 2024-10-28 for the period of 2018-08-03 to 2024-10-21. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.in addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "cardiohelp gives positive pressures when they are usually negative." Could not be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp gives positive pressures when they are usually negative. No more information was provided. No harm to any person has been reported. As all pressure failures are a potential risk for the patient, a report is needed. Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.